Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown biomet stem, lot # unknown. Item # unknown,unknown cup, lot# unknown. Item # unknown, unknown liner, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-209-02799 cup, 0001822565-2019-03096 liner. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of radiographs shows that there was eccentric positioning of the femoral head within acetabular cup secondary to liner wear. Cortical thickening of the right medial acetabular wall with cup abduction angle measuring 51 degrees. An acetabular fixation screw slightly traverses the medial wall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient had revision surgery due to cup migration. Attempts were made to obtain additional information; however, none was available. No further event information available at the time of this report.